Event description:
A woman with a history of seizure disorder and type I diabetes for 37 yrs, who was found in a post-ictal state by paramedics in 2008. Her blood glucose was apparently normal when paramedics found her, but I do not have access to the report. She is on continuous subcutaneous insulin infusion via a minimed paradigm 522 insulin pump. She recalls going to sleep around midnight. Interrogation of the pump revealed that at 1:09 am, 300 grams of carbohydrates and a glucose of 123 mg/dl were entered and a bolus of 20 units was delivered. This amount corresponds to an insulin carbohydrate ratio of 1:15. The maximal bolus feature was set up at 25 units. She was wearing a continuous glucose monitoring device that documented a glucose drop to 54 mg/dl between 2 and 3 am with values staying in the below 40 mg/dl range for the next three hrs. She was not awakened by the cgms alarm. She did not have any recollection of eating or using the insulin pump overnight and thinks that she was soundly asleep at the time. She does not report a history of sleep walking and possibly sleep eating disorder. However, she never eats high amounts of carbohydrates and usually eats around 30 grams of carbohydrates per meal. I assume that the pt was not fully awake at the time of the episode. She probably was going to eat and tried to bolus as usual. What probably happened is that after accessing the bolus wizard, instead of hitting the upward arrow to input the amount of carbohydrates to eat, she hit the downward arrow once, which went directly to a default amount of 300 grams of carbohydrates-maximal amount accepted by the pump. Not realizing that 300 g of carbohydrates were entered, she hit ht act button and the pump delivered the calculated amount of insulin. Dates of use: 2007 - 2008. Diagnosis or reason for use: type 1 diabetes mellitus.